Event description:
The following has been reported: engineer reported: "lvp (B)(6) was just received for air compressor testing. A test infusion was started to make sure everything was ok before starting testing. The unit failed the test infusion with a pump problem due to the resistor. The resistor did not return to the home position during the alarm and the lockout button needed to be used to remove the admin set. When starting the unit up after the pump problem, the resistor is unable to make it to the home position, although it does not alarm even after minutes of attempts. The resistor has now stopped moving all together but the motor can still be heard." A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for vr mechanical failure. The pump's vr coupler was stuck at about 180 degrees and unable to be actuated. An internal investigation found an extra fva pin bumper was in the pump and had gotten caught in the vr gear shaft, causing the blockage. Removing the bumper and re homing the motor allowed the pump to complete an infusion normally. The 3 fva pin bumpers that should be present were still there, this one had been an extra. No other fault was identified.